Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy pacemaker (crt-p) was difficult to interrogate. After two tries, the interrogation was finally successful and the physician then performed the threshold test. At that time, the device reverted to safety mode operation. In safety mode, the patient felt pocket stimulation due to the safety mode settings. The device was nearing elective replacement indicator (eri) battery status and had not yet received the software update that would have helped prevent the device from entering safety mode. Due to the pocket stimulation, the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.